Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump display showed only backlight with no graphics, and this prevented customer from reading or interacting with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use manual daily injections as backup therapy, and technical support then transferred customer to sales because pump was out of warranty, with no additional information received regarding outcome of event.